Manufacturer narrative:
Corrosion damage was also identified as the probable cause of the overheating reported.

Event description:
The micro drill long straight attachment was sent in for evaluation due to overheating during testing. The event occurred during a routine maintenance visit. No adverse event was associated with the device.